Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated at 510. The customer delivered a bolus using the pump, and bgs decreased to the low 300s (320smg/dl). At the time of the call, the customer's bg levels were at 386mg/dl. The customer had just administered another bolus (12 units of insulin). The customer indicated that they will also be meeting with their endocrinologist to discuss bgs.